Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) and lead replacement procedure due to an unknown reason. The explanted devices will not be returned per hospital policy and patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).